Manufacturer narrative:
A supplemental report will be submitted once the manufacturer¿s investigation is completed. Initial reporter phone number: (B)(6). Initial reporter email address: (B)(6). Initial reporter postal office or zip code: (B)(6).

Event description:
It was reported that the patient had alarms on the system controller. The patient was sent a new system controller, and no alarms were heard after exchange. A review of the log files found low voltage advisory and hazard events on (B)(6) 2022 at 22:16. It appeared that the patient was using the mobile power unit (mpu) at that time. The events continued for a few minutes until the system controller was exchanged. Review of the log files found that the low voltage advisory and low voltage hazard alarms were likely related to the black and white mobile power unit power cables being switched.

Manufacturer narrative:
Section d4: serial number requested but not provided. Manufacturer's investigation conclusion: the reported event of atypical low voltage alarms was confirmed via review of the submitted and downloaded log files, collectively containing approximately 3 days of data ((B)(6) 2022, (B)(6) 2022, and (B)(6) 2022 per timestamp). At 22:16:32 on (B)(6) 2022, the rsoc values of both power cables were observed to drop to about ~1.5 volts while the controller was connected to the mobile power unit (mpu). This fluctuation in rsoc resulted in the activation of an atypical low voltage advisory alarm. Within the next minute, both power cables were individually disconnected and reconnected to the mpu; however, rsoc values remained in the 1.5 volt range. Low voltage hazard alarms activated while only one power cable was connected to the mpu. The observed fluctuations in rsoc and associated alarms are indicative of the system controller¿s power cables being incorrectly connected to the opposite connectors of the mpu patient cable. The driveline was disconnected at 22:18:46, in what appears to be related to the controller¿s exchange. The ability of the pump to operate at the set speed was unaffected, as it maintained a speed above the low speed limit while the driveline was connected. The mobile power unit (serial number: unknown) was not returned for evaluation. The root cause of the reported event was determined to be incorrection connection of the system controller¿s power cables to the connectors of the mpu patient cable. The mpu lowering the rsoc of the power cables when improperly connected is a known issue, which has been addressed with a corrective and preventative action related to the software of the mpu. The device history records of the mobile power unit were unable to be reviewed, as the serial number of the unit was not communicated. The heartmate 3 patient handbook section 3 ¿powering the system¿ provides instructions for how to properly connect to system controller to the mobile power unit. The user is instructed to connect the cables white-to-white and black-to-black. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ covers all alarms (visual and audible) that are associated with the system controller, including low voltage advisory and low voltage hazard alarms, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.